Event description:
Healthcare professional reported a xen®45 gts with "confirmed slider resistance... Did not slide from two-thirds of the point" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.

Manufacturer narrative:
Device analysis: the injector was observed to be damaged (separated injector halves, severely bent needle, and dislodged slider knob tab). The complainant did not report damage to the injector. The extent to which the injector halves are separated and the severity of bending observed to the needle, the needle cover could not have been properly inserted. The condition of the injector is likely due to handling. Slider resistance is unable to verify since a functionality test could not be performed due to the condition of the injector.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts with "confirmed slider resistance...did not slide from two-thirds of the point" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.